Manufacturer narrative:
Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. The device remains implanted. (B)(4).

Event description:
Medtronic received information that asystole was noted during the placement of this transcatheter bioprosthetic valve. The patient was paced using temporary pacing leads while the device implant was completed. A semi-permanent pacing lead was placed at the end of the case. Nine days post-implant of this device, a permanent pacemaker was implanted due to complete heart block. The patient was reported as recovered with no further adverse patient effects.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.